Event description:
Act's (activated clotting times)had been low since the heparin was started. The syringe pump being used to infuse heparin alarmed with check clutch alarm. At that time, the nurse noted that the total infused, according to the pump, was much more than the amount gone from the bag. After the vendor replaced the clutch actuator ii, track ii, clutch spring and switch guard, the pump passed all service and quality control test specifications and was returned to service.